Event description:
It was reported that the programmer would not boot up, that it was stuck on a tan-colored screen. The programmer was returned for service. It was requested that the power cord be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067, radio frequency programmer head; (B)(4).